Event description:
The lead was implanted on (B)(6) 2011. The lead remains implanted. During the examination of the left ventricular lead it was noticed that the insulation was worn down and the conductor coil was visible. A lead repair kit was used to apply medical adhesive to the damaged site and covered with a sleeve to repair the damaged area. The procedure took place at (B)(6) medical center. The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).